Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence cori was used to create a case, they plugged the drill in and immediately received a critical internal error ((B)(4)). They were unable to quit the case so they proceeded to shut down the unit via the power switch in the back. Then they realized that the ri robotic drill attachment had gotten jammed in the real intelligence robotic drill ((B)(4)). They attempted to unlock the ri robotic drill attachment by using the robotic drill diagnostic application and also by creating a test case neither method were successful ((B)(4)). They didn¿t have any other trays available, so the surgeon did the case with standard instrumentation. The procedure was completed, with a non-significant delay, by changing in surgical technique. Patient was not harmed beyond the problem reported.

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence cori was used to create a case, they plugged the drill in and immediately received a critical internal error ((B)(4)). They were unable to quit the case so they proceeded to shut down the unit via the power switch in the back. Then they realized that the ri robotic drill attachment had gotten jammed in the real intelligence robotic drill ((B)(4)). They attempted to unlock the ri robotic drill attachment by using the robotic drill diagnostic application and also by creating a test case neither method were successful ((B)(4)). They didn¿t have any other trays available, so the surgeon did the case with standard instrumentation. The procedure was completed, with a non-significant delay, by changing in surgical technique. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. The critical internal error cannot be confirmed because the log/case files were not provided. However, a non-recoverable error associated with the drill or hardware of the console could have prompted the reported error. Functional evaluation of the drill and the drill attachment associated with this complaint found that the drill operated as intended once the drill attachment was removed. It was found that the drill attachment¿s bearing retainer was loose, allowing the drill attachment to get stuck on the drill. The obstruction of the bearing retainer within the long attachment prevented the full exposure of the carriage. It is possible that the loose bearing retainer is related to the reported error. The obstruction in the long attachment could have possibly caused an error during bur loading, and is unlikely the error would have occurred upon plugging in the drill. However, this cannot be ruled out as a possible cause. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.